Event description:
Adverse event report mw5020964 indicates a small part of the hearing aid came off in the pt's ear requiring intervention to remove the object.

Manufacturer narrative:
Sonic innovations was made aware of this event on (B)(6) 2012. The consumer complaint describes the event as a small part of the hearing aid came off in the ear. Removal of the part required physician intervention. The assumption is that the speaker dome detached from the speaker within the ear canal. No device(s) were returned for eval so this assumption was not verified. The model touch 24 is a receiver (speaker) in-the-ear (rite) hearing aid behind-the-ear (bte) class I device that has an external speaker positioned within the external auditory canal (ear canal). As part of the fitting for the pt a hearing care professional would determine the fit and positioning of the speaker. A silicone dome is attached, employing a snap fit design, to the speaker to facilitate speaker position within the ear canal. The domes are considered svc items that require periodic replacement. The hearing aid user or their hearing care professional can replace the domes by following the replacement instructions contained in the user guide and directions on the dome packaging. Ear canal lengths range from 25 to 30 mm. Speaker placement in the ear canal extends in 15 mm leaving a 10 to 15 mm space between the speaker and the tympanic membrane (ear drum). In the event a dome becomes detached from the speaker within the ear canal the user guide instructs the pt to have a dr remove the dome. Devices from a controlled sample were evaluated for proper snap fit between the dome and speaker. The domes were attached to the speakers per the user guide instructions with no attachment or detachment issues noted. No interoperability problems were observed based on the sample eval. No eval results are available from the actual device(s) that caused or contributed to the reported event. A review of the customer alert (complaint) database for the period of (B)(6) 2011 shows no record of sonic innovations having been notified of the event.